Event description:
At the beginning of the procedure while the dr was working on left arm vessel with a 7-0 prolene with two needles clamped, they went to move a clamp, and one of the 7-0 prolene needles popped off (no sting attached). The area around the wound was checked, team member gowns were checked, and the floor was checked at that time. Arteriograms were done during the case and no needle was seen. At the end of the case, all material drapes and sponges were checked, but no needle was found.